Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and steadily rising and high impedance in both configurations were noted on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.